Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a off no power alarm. The customer stated they did not receive a low battery alert prior to the off no power alarm. This is the first occurrence of the incident. Customer stated the battery cap was not damaged. Customer¿s blood glucose was 177 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.